Manufacturer narrative:
The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch ugy1705035, batch ugy1610059. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: 1. Was the piece that fell in the patient retrieved? Yes, included in the returned item. 2. How was the procedure completed? No additional items were required. 3. Will the product be returned for analysis in its entirety including the broken piece that fell in the cavity? Yes. 4. Was there any patient consequence? None known. 5. Lot# ugy1705035, ugy1610059. Please take note that the twizzle tips were not used through the versascope sheath but through the working channel of another hysteroscope. The medium used - ringers.

Event description:
It was reported that the patient underwent hysteroscopy and removal of myoma in (B)(6) 2017. During the procedure, the tip of the device broke off inside the patient¿s uterus. The broken piece that fell into the patient¿s cavity was retrieved. No additional items were required to complete the procedure and there were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device history records were reviewed for the possible batch numbers and the manufacturing criteria was met prior to the release of this lot. Ugy1705035; release date: 05/2017; expiry date: 04/2022 ugy1610059; release date: 11/2016; expiry date: 09/2021

Manufacturer narrative:
Product complaint # (B)(4). Visual inspection: as reported by customer, ¿the tip broke of inside the patient¿s uterus¿, a large portion of the active twizzle electrode is missing. One of the twizzle wires is completely missing with varying lengths of the remaining two wires left. The ceramic is heavily blackened. The longest length of remaining wire is bent in-line with the blackened portion of the ceramic. No damage or defects recorded at the proximal end of the electrode. Functional test: electrode was activated successfully in saline in both default ablate and coagulate functions for a period of 1 minute. The remaining active electrode glowed orange throughout activation when utilising the cut mode. Conclusion: the remaining portion of the active twizzle of electrode appeared to be deformed. The deformation corresponded with the heavy blackening seen on the ceramic of electrode. It could be possible that with the active twizzle positioned in close proximity to the return electrode, when activated a plasma arc between the two electrodes is created, resulting in heating of the ceramic and eventual melting and detachment of the wire components that make up the active twizzle electrode. Cause is user (use) error/excessive force.